Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery shut off unexpectedly multiple times. Review of the pump data showed the battery dropped from 25% to 5% suddenly on (B)(6) 2016 and subsequently shut off. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose (bg) level was 301 (mg/dl) and a correction bolus via the pump was delivered to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.